Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital technologist unintentionally dropped the ruby coil while removing it from the dispenser hoop. The ruby coil was dropped prior to use and was not used in the procedure. The procedure continued using new ruby coils.